Event description:
The customer reported the ventilator had a pressure sensor failure. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. As reported, failure of the pressure sensors may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The customer reported to the manufacturers field service engineer that the data acquisition pcb to motor controller pcb cable was not seated. The customer reported the cable was reseated to correct the finding. The customer reported performance tests were completed and the ventilator was placed back into service.